Event description:
It was reported that they went in with a non-abbott guide wire and ended up ballooning with a non-abbott 2.5 x 12 balloon dilatation catheter, deflated the balloon and then tried to go in with the promus. The promus did not cross so they pulled the stent back and noticed a dissection. They then went down with a non-abbott guide wire into the circumflex for support, but it did not work and they had to remove everything. They went back in and placed a non-abbott 2.75 x 12 mm stent over the lesion successfully with no harm to the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Dilatation catheter: 2.5 x 12 mm maverick; guide wire: kinetix, choice pt; stent: 2.75 x 12 mm veriflex. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Dissection, as listed in the promus instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. It should be noted that the IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause cannot be determined for the reported dissection, the failure to cross and additional therapy/non-surgical treatment appear to be related to the operational context of the product and there is no indication of a product quality deficiency.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.